Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Usb 3 firmware v1.4 contains an issue in the portion of code used to optimize sensor performance. If the optimization occurs during an exposure or sensor readout, there is a chance that the resulting image will be corrupted. Image data following the point of corruption will consist of data that was previously held in the memory of the usb device. As a result, the presented image may contain a portion of data from a previous exposure. In general, this would be obvious to the user since the presented image would either contain obvious artifacts or different anatomy than expected. Field service evaluation- note (B)(6) 2026 10:55:55 (B)(6) part was provided previously. Note (B)(6) 2026 14:00:13 (B)(6) __ further action __ ------further action------- (B)(6) 2026 9:07:53 am (dentsply (B)(6) time) caller's full name: (B)(6) caller's phone number: (B)(6) caller's role: staff warranty status: billing previously accepted: yes problem description: sensors not recognized staff reports multiple retakes required on a patient. This occurs frequently. Troubleshooting description: remoted to op3 usb 2.0 not recognized in device manager core isolation and local sec authority protection is off disabled symantec security protection usb root hub power management off ran ioss install while usb 2.0 box plugged in - sometimes this will repair a stripped usb driver - did not resolve restarted ioss service - did not resolve restarted pc solution description: tested all ports - fail. Tested another known good usb - fail. Connected the original usb box and now it works. Checked other box and it works. Test shots are underway. But again, there is no reliability. They deal with this scenario everyday. Works then fails. Works then fails. Test captures all pass functional (yes/no): yes. Note (B)(6) 2026 16:40:50 (B)(6) additional information ------------------ ------further action------- (B)(6) 2026 9:07:53 am (dentsply (B)(6) time) caller's full name: (B)(6) caller's phone number: (B)(6) caller's role: staff warranty status: billing previously accepted: yes problem description: sensors not recognized staff reports multiple retakes required on a patient. This occurs frequently. Troubleshooting description: remoted to op3 usb 2.0 not recognized in device manager core isolation and local sec authority protection is off disabled symantec security protection usb root hub power management off ran ioss install while usb 2.0 box plugged in - sometimes this will repair a stripped usb driver - did not resolve restarted ioss service - did not resolve restarted pc solution description: tested all ports - fail. Tested another known good usb - fail. Connected the original usb box and now it works. Checked other box and it works. Test shots are underway. But again, there is no reliability. They deal with this scenario everyday. Works then fails. Works then fails. Test captures all pass functional (yes/no): yes .safety task. Log (B)(6) 2026 10:45:07 (B)(6) note (B)(6) 2026 10:45:07 (B)(6) frequent additional retakes required on patient note (B)(6)2026 18:42:08 (B)(6) further action further action (B)(6) 2026 5:11:56 pm (dentsply sirona charlotte time) caller's full name: (B)(6) caller's phone number: (B)(6) caller's role: doctor. Warranty status: billing previously accepted: yes. Problem description: cannot take exposures. Troubleshooting description: remoted to op1, op2, roomseven-pc. Explained issue w/ legacy schick drivers and xldent. Launched device manager -- usb 2.0 interface recognized. Launched ioss config -- updated usb box from v 1.55 to v 2.38. Solution description: uninst/ reinstalled ioss 3.2 after removing legacy drivers tested captures at all workstations = pass had one instance where the sensor cable was slightly loose updated 3 usb boxes doctor will call if issues in am. Functional (yes/no): yes note (B)(6) 2026 09:23:31 (B)(6) __ further action __ ------further action------- (B)(6) 2026 9:08:27 am (dentsply (B)(6) time) caller's full name: (B)(6) caller's phone number: (B)(6) caller's role: staff warranty status: billing previously accepted:yes problem description: office states it is not working in op2; customer states the twain driver for schick does not show on 4.4; troubleshooting description: cleared some confusion on why they were updated. What the old drivers are and why s4.4 and ioss was needed. Explained correct way to aqcuire in sidexis (not twain driver) solution description: functional (yes/no): note (B)(6) 2026 16:38:59 (B)(6) __ further action __ ------further action------- (B)(6) 2026 4:35:03 pm (dentsply (B)(6) time) caller's full name: (B)(6) caller's phone number: caller's role: it warranty status: billing previously accepted: problem description: troubleshooting description: solution description:parts request for sensor parts kit b1209107 functional (yes/no): note (B)(6)2026 16:22:58 (B)(6) __ further action __ ------further action------- (B)(6) 2026 2:09:27 pm (dentsply sirona charlotte time) caller's full name: dr. (B)(6) caller's phone number: (B)(6) caller's role: doctor warranty status: oow billing previously accepted: problem description: office was advised that if they continued to have issues with the sensor and needed to upgrade to sidexis 4 they've done all the steps to have site survey completed and received the reg key troubleshooting description: connected to pebserver but it is server2012 r2 and sidexis will not install she reached out to her it who picked the doctors main pc as the best candidate solution description: connected to roomseven-pc s4 pw: city0flakes26! Reg key: 4415574423 - installed missing prerequisites and sidexis 4.4 server setup confirmed sidexis works note: sensor not avilable to test connected to following pcs to install sidexis 4 and ioss driver; op1 op4 op2 op3 one of the workstations would not allow them to connect to sensor connected to op2 and found that they are still using xldent which would require the old cdr twain drivers which she initially stated: were no longer working / issue returned and called to have sidexis 4 installed as advised she asked for the reason for sidexis 4 needing to be used; explained that when she requested for sidexis 4 I installed the ioss driver that is compatible and as stated in the original ticket she is referring to about the first tech she spoke to informed them if they chose to continue to capture in xldent that the non-supported drivers will need to be installed by their it however, since she mentioned this continues to be an issue and they requested for sidexis 4 that is what was setup today they requested to speak with original tech (andy) told them he is on a call but I can have him contact her when he is free she asked for me to reference his ticket to make sure I did the right thing...informed her I had and reason we proceeded with the install I will inform andy to contact her as requested to explain the same thing functional (yes/no): no they are attempting to capture with twain problem description (B)(6) 2026 13:52:12 (B)(6) --------initial log-------- (B)(6) 2026 5:25:46 pm (dentsply (B)(6) time) warranty: no dealer technician on-site: no billable: yes billing accepted: yes billing approved by: (B)(6) 90 day expiration date: (B)(6) 2026 remote access: yes sidexis version: server location: pdata remote location: rcu location (if applicable): practice management: workstation(s): op1, op2, op3, op4 scout check: firmware: plug-in version: exposure count: unit ip address: troubleshooting details: office is experiencing issues with schick 2.0 use via twain they need to be migrated to sidexis 4.4 so they can use ioss 3.2 while checking into getting them 4.4, we decided to leave the already installed cdr twain and 5.16 driver and disable core isolation all pcs were tested - all worked as expected - software issue appears to be resolved the sensor also seemed to be having potential issues with the cable or connections the office will clean the contacts on the sensor and cable off the call a site survey and jotform has not been completed they were advised to complete the site survey if we end up needing to install sidexis 4.4 note (B)(6) 2026 17:02:43 (B)(6) __ further action __ ------further action------- (B)(6) 2026 4:47:19 pm (dentsply sirona charlotte time) caller's full name: (B)(6) caller's phone number: (B)(6) caller's role: office warranty status: no billing previously accepted: yes problem description: still having issues and inquiring about sidexis 4.4 troubleshooting description: logged on to roomseven-pc they have already completed the site survey walked them through the upgrade request form and it is now submitted functional (yes/no): they will call back for assistance with installing sidexis if needed.

Event description:
While the customer was using a part of an intraoral sensor system, they allege experiencing connectivity issues when an x-ray image was taken or an additional image was required. No injury was reported from the alleged event.